Event description:
Customer reported, the tube was inserted into the pt; the dr attempted to insert guide wire but was not successful. The dr felt that the tube was too narrow for the wire. The tube was removed and they inserted another tube with no problems. The pt was reintubated and is doing fine.

Manufacturer narrative:
The actual sample was returned and found to have an occlusion just distal to the "y". The tube was disassembled and found to have a "golf tee" like object implanted in the area of the occlusion. The mfg plant and the supplier of the tubing were contacted and neither facility either manufactures or uses an item similar to that found in the tube. Co was unable to determine the source of the object or at what point it may have entered the tube. A review of the lot history was unremarkable, there have been no other reports of this nature and none of the product remains in distribution. Co believes this is a rare and isolated event. Cause unknown.